Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 30ml 18g 1-1/2in tip was cracked. This was discovered before use. The following information was provided by the initial reporter: syringe tip crack, exactly the upper part of the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-08-13. H6: investigation summary. 1 sample was returned to sbdm, lot number is unknown. Visual inspection of the complaint sample: sbdm conduct visual inspection of the received complaint sample, found that there was crack on the barrel near tip and the tip was easily broken. Syringe manufacturing process flow review: sbdm review syringe manufacturing process flow, it is assumed that there was crack on the barrel near tip would be occurred in syringe assembly process. House sample investigation result: sbdm inspected total 75 pieces of expected lot (lot no. 1004213, 1006103 & 1006233) house samples as of the complaint sample, there was no such case of broken or damaged syringe tip. DHR review: sbdm review the manufacturing record of expected lot with complaint samples (lot no. 1004213, 1006103 & 1006233), there is no issue while manufacturing. Customer complaint record review: sbdm reviewed the customer complaint record of complaint sample, there was similar issue of the different product but assembled in a same assembly machine from other customer. Root cause: from investigations, sbdm checked the syringe manufacturing process, the likely cause for the damage may be occurred while moving to packing process after syringe assembly process. The complaint syringe may not be settled into feeder correctly and it may be bumped onto the guard. Then the damaged(cracked) syringe may be packed being broken. And the assembly line inspector did not find the crack while manufacturing process and it caused the complaint case. H3 other text : see h.10.

Event description:
It was reported that syringe 30ml 18g 1-1/2in tip was cracked. This was discovered before use. The following information was provided by the initial reporter: syringe tip crack. Exactly the upper part of the barrel.